Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The balloon was found to have a partial circumferential tear at the distal markerband.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.